Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller stated and patient confirmed that the ins had moved in the past month. Technical services (tss) advised consulting with doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.